Manufacturer narrative:
Investigation completed 6/29/17. Method: device history review/service history. Trend analysis. Failure analysis. Device history record reviewed for sn (B)(4) work order lot/ 069 manufactured on 12/3/2003 show no abnormalities related to the reported failure. Service history: prior service - (B)(4) cleaned / readjusted - no problem found. Trend analysis shows no manufacturing or design related trend being identified. Unit received with the lock having both rotational and lateral movement and a residue buildup is present. The lock will need new components added to replace worn internal parts. Conclusion: the root cause was determined that the locking mechanism had build-up and debris inside and also several parts worn out of specification. General maintenance and cleaning required.

Event description:
The unit was "slipping". Additional information has been requested.